Event description:
Three patients have experienced earlier than expected extrusion of implanted olympus ear tubes. These are the reuter bobbin style ventilation tubes with a 1 mm inner flange, 1.14 mm inner diameter, and pc coated fluoroplastic. Product ref number 70145328. For this patient the left ear tube was lying on the left tympanic membrane with a serous effusion. The tubes fall out after about one month.